Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional details not attainable. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information received noting the affected eye is the left eye and "the glaucoma specialist who performed the surgery put a stitch / suture over the stent in order restrict the flow and allow the pressure to build back up in my eye. The hope was that increasing the pressure would allow the eye to regain it's original shape. I see the retina specialist on a monthly basis and have received numerous injections in the eye to reduce the inflammation. This in turn has enabled my vision to be a little better." The events have not yet resolved and the device remains implanted.

Manufacturer narrative:
The reported events of vision loss and low intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient history has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient with an implanted xen®45 gts reported that before the procedure their vision was 20/20. Afterward, their vision varies 20/200 or 20/70. Patient says their vision is so bad that they ¿cannot trace graph paper¿ using eyes. It was also noted patient experienced decompression of the eye. They have since seen 3 retina specialists and 2 glaucoma specialists. Affected eye unknown.